Event description:
It was reported that the site had a scan abort occur after the positioning and initial imaging of a lung biopsy needle. During a lung biopsy, the healthcare professional (hcp) positioned the needle via step and shoot methods. The CT scanner functioned correctly for the entire placement portion of the procedure. The hcp was satisfied with the needle location and was ready to proceed with the biopsy. Prior to the tissue removal, the hcp decided to take another scan and the scan abort occurred. No needle repositioning occurred between the last two requested CT images. The aborted scan was intended to be taken to double check the needle placement and was not being taken to verify a needle repositioning. The hcp proceeded with the biopsy and removed the desired tissue. After the completion of the biopsy, another CT scan was taken and it was noticed that a slight lung puncture had occurred. The hcp immediately corrected the situation and no adverse pt reaction was reported. The pt recovered without any adverse effects. The scan abort occurred after the needle was positioned and ready for removal of the lung tissue. The site did not indicate that the scan abort contributed to the minor puncture in the pt's lung.

Manufacturer narrative:
Investigation by engineering and clinical applications specialist included a review of the event and system error logs. Eval of the error logs revealed a hardware communication issue that resulted in the scan abort. Additionally, after further review of the event, it was determined that the CT scanner functioned according to specs during the actual needle positioning. The hcp also verified the needle position and was satisfied. The scan that was reportedly aborted was intended only to double-check needle placement and was not going to be used for an actual repositioning of the needle. It was reported that no further similar occurrences were observed by the site since the incident.